Event description:
The surgeon inserted an micl 13.7 implantable collamer lens, but it was removed due to the wrong lens being chosen for surgery. The technician had pulled the wrong lens and it wasn't until after the lens was inserted did the surgeon realize it was the wrong lens. The lens was removed within the same surgery with no patient injury, no incision enlargement or sutures.